Manufacturer narrative:
A specific root cause could not be identified as no viable sample from the patient could be provided for further investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas e411 analyzer. The doctor had been following up on the patient for hypothyroidism since last june as the patient usually had a low free thyroxine (ft4) result. (B)(4). The initial results were: ft4 2.35 or 2.23 ng/dl and tsh 9.77 (9.8) uiu/ml. The doctor doubted these results, so he sent the sample to other hospitals for testing. Hospital a (cobas e601): ft4 result was 2.74 ng/dl and tsh result was 12.41 uiu/ml. Hospital b (architect i1000): ft4 result was 1.65 ng/dl and tsh result was 0.034 uiu/ml. Hospital c (architect i1000): ft4 result was 1.93 ng/dl and tsh result was 0.031 uiu/ml. It was indicated that the patient was adversely affected, but no specific information was given. Clarification was requested, but was not provided. Based on review of the provided calibration and qc data, a general reagent issue was not indicated.

Manufacturer narrative:
Calibration and quality controls were within range. A general reagent issue could be excluded. A specific root cause could not be identified. The different values for the tsh and ft4 parameters, generated with the roche and abbott analyzers may be related to the presence of an interfering factor that influences either the roche or abbott assays. As the sample provided for investigation could not be analyzed due to quality problems of the sample, further investigation could not be performed.